Event description:
Reported via clinical study. It was reported bleeding occurred. A left atrial appendage closure (laac) procedure was performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 27mm closure device was successfully implanted in the laa. Upon initiation of full-dose anticoagulation medication in the postoperative period following left atrial appendage closure, the patient experienced bleeding. Compression was applied to resolve the issue. The patient remined in the hospital.